Manufacturer narrative:
The reported events were r-wave amplitude variation, low pacing lead impedance, loss of capture, and suspected perforation. As received, a partial lead (distal end) was returned in one piece. The reported events of r-wave amplitude variation, low pacing lead impedance and loss of capture were not confirmed. A lead impedance test could not be performed due to as received procedural damage to the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. After cleaning blood and tissue from the helix and applying torque to the inner coil at short length, the helix could be extended and retracted. The full measured helix extension length was within specification. A tip stiffness test was performed and test results were within specification.

Event description:
During an in-clinic follow-up, episodes of decreased pacing impedance, decreased r-wave sensing, and loss of capture were observed on the right ventricular (rv) lead. The episodes were attributed to alleged cardiac perforation by the rv lead, which was unable to be confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.